Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ambulatory pump 100ml bag was leaking at the seam near the bag tubing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The reporter clarified that the event occurred before patient use. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing and clear passage testing were performed with no issues noted. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.